Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station w14 drawer 2.2 multiple cubies failed and displayed read, write, invalid error message. Customer had to eject and reconnect the multiple cubies, and also noticed that two of the failed cubies appeared as not detected on the bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by reseating the cubies multiple times, and no further investigation was required. The system functioned as intended after the customer resolved the issue.